Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a webster cs catheter with auto ID technology. There was an overhang at the distal tip of the catheter that was presumably shaft material. Placement of the cs catheter was not possible. When the catheter was removed from the patient, an overhang at the distal tip of the catheter, probably due to production, was observed. This is presumably shaft material. There was no patient consequences. The damage did not result in wires being exposed or any lifted or sharp rings. There was difficulty during insertion because the cs-catheter could not be placed in the cs. The issue was found directly at the distal end. During the manufacturing process, the electrodes of the catheter are presumably embedded in the shaft material. This must have resulted in a material overhang at the distal electrode of the catheter. The rubber overhang covered the entire distal electrode and hung over it (approx. 5mm). The tip or any other components were not detached from the device. No patient consequences were reported. Catheter shaft detachment/breakage inside the patient is MDR-reportable.

Manufacturer narrative:
On 10-jun-2022, bwi received additional information regarding the initial reporter information in section e. The section with the physician's information has been updated accordingly. E1 initial reporter phone:(B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 6-jul-2022, the product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed a foreign material on the dome, a fourier transform infrared spectroscopy test (ftir) was performed and determined that is primarily composed of a biological-based material, presumably a human tissue or fluid. A manufacturing record evaluation was performed for the finished device 30766474m number, and no internal action was found during the review. The issue reported by the customer was confirmed. It can be the normal result process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).